Event description:
A report was received that an endoscope disinfected in cidex opa had its markings on the exterior surface erased. It was stated that the scope is used continuously throughout the day. The scope cleaning process is as follows: rinse with sterile water, clean with liquid detergent, clean with water, disinfect in cidex opa followed by rinse in sterile water. The customer stated there was no injury to either the pt or the user. Subsequent info stated that the endoscope is still in use.

Manufacturer narrative:
(B) (4) - scope markings erased.